Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this complaint. (B)(4).the device has been received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during fill 5 of 6. While troubleshooting, the home patient (hp) stated all the lines were clear except the supply line had some air pockets. Fill completed and the hc went to dwell 5 of 6. The hp was advised to contact the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).

Event description:
During service evaluation at baxter, it was found that the stop key was not working on the pumphead module keypad. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated.there is no further complaint information available.